Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited a loss of capture during initial implant. No other electrical anomalies were noted. The lead was reprogrammed and implanted. The patient was stable following the procedure. No further information was available.